Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of under infusion. The device was tested for flow accuracy and was within specification. A review of the event history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during delivery, there was still 300ml of fluid in the bag when infusion should have dispensed 1000ml and been done. There was no report of patient injury or medical intervention associated with this event. No additional information is available.